Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the defects of distal end was during reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (bending rubber tip blew out) was confirmed. In addition, the leak test was required in the bending section glue, unable to perform control body insulation due to missing bending section rubber, the bending section cover had a hole, the bending section cover glue had a crack, the insertion tube was peeled, and the light guide prong/mount had a red marking missing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an olympus endoscopy system (oes) cystonephrofiberscope, the bending rubber tip blew out. The event occurred during reprocessing. There was no patient harm associated with the event.